Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that upon opening of box, it was discovered that the bag containing the screw, was not sealed. Doe: april 30, 2024. Affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that upon opening of box, realized bag screw was in was not sealed. Sales rep had pictures, sales rep could also send it in actual packaging. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment external re product complaint follow-up - photos of packaging. Additionally the photos of the complaint unit were forwarded to the supplier for a manufacturing investigation. The photo investigation revealed that the pouch packaging of the pinn can bone screw 6.5mmx20mm was partially open from one side. However nothing indicative of missing material was identified. A definitive cause cannot be established based on the information and evidence provided. There is no indication of any manufacturing error that could have contributed to the reported issue, there was not identified gap or opportunity for improvement identified in the work instruction for the bag sealing or the operator ability to follow procedure. A manufacturing record evaluation was performed for the finished device product description: pinn can bone screw 6.5mmx20mm product code:121720500 lot number: d23072586 and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn can bone screw 6.5mmx20mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: pinn can bone screw 6.5mmx20mm product code:121720500 lot number: d23072586 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: pinn can bone screw 6.5mmx20mm product code:121720500 lot number: d23072586 and no non-conformances or manufacturing irregularities were identified.